Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, did not experience repeat error after reset, and successfully started new sensor session, with no additional information received regarding any further outcome.